Manufacturer narrative:
Physio-control evaluated the customer¿s device, and verified the reported issue. Physio also observed that the device was able to deliver energy, however, the connector would not lock into place. Physio found a small piece of plastic likely from another cable stuck at the bottom of the connector. The debris was removed by cleaning the area, thereafter the cable was able to lock into place. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to connect to their defibrillation therapy cable assembly. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.